Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer stated that pump asked for new batteries and customer changed the batteries but the insulin pump did not turned on. The customer monitored the pump for 2 hours than frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.